Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp)has battery issues.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The batteries passed the runtime test. The fse performed a complete preventive maintenance (pm) to factory specifications. The unit passed all functional and safety tests. The iabp was returned to the customer and cleared for customer use.